Manufacturer narrative:
G4: 31aug2020, b4: 01sep2020. The customer troubleshot with technical support and confirmed through a pneumatics screen there was no 35 volt or 3.3 volt power supplies. The customer found error codes indicating 3.3 volts failed and a motor controller (mc) printed circuit board (pcb) analog to digital converter (adc) failed. The customer was provided with part number for the power management board. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 27aug2020, b4: 28aug2020. Three good faith efforts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27jun2020.

Event description:
It was reported that the ventilator during set up had error codes indicating a 5 volts supply failed, 35 volts failed. There was no patient involvement. The customer troubleshot with technical support and confirmed through a pneumatics screen that there was no 35 volt or 3.3 volt power supplies. The customer was provided with part numbers for the power management board.